Event description:
The rotator broke during a diagnostic procedure of the coronary arteries while injecting contrast. The customer reported that this occurred four times. The devices were discarded at the hosp. No harm or injury was reported. This is one of four reports for this complaint. 1721504-2011-00173, 00176.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A review of the device history record did not reveal any exception documents. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the investigation has been completed. Eval method: device history record was reviewed. Conclusions: other, a f/u report will be submitted when the investigation has been completed.